Manufacturer narrative:
The lot number was provided for two of the five malfunctions and a lot history review was performed. The devices were not returned to bd for evaluation; however, two medical records were provided to review. Of the five malfunctions, two of the investigations were confirmed for retrieval difficulties. The remaining three investigations were inconclusive. Based upon the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced retrieval difficulties. This information was received from various sources. These five malfunctions did involve a patient with no reported patient injury. The patients ranged from 39-58 years of age and one weighed (B)(6) lbs. Of the reported patients three were female. The remaining patient age, weight, and gender were not provided.

Manufacturer narrative:
Of the five reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80727. H10: of remaining four malfunctions, two lot numbers were provided and a lot history reviews were performed. For one malfunction, product catalog number was updated as unknown g2. The devices were not returned for evaluation; however, medical records were provided for three malfunctions. For two malfunctions, the investigations were confirmed for retrieval difficulties. For one malfunction, the investigation is inconclusive retrieval difficulties. For one malfunction, the investigation is confirmed for occlusion and retrieval difficulties. Based upon the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: g3. H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced retrieval difficulties. This information was received from various sources. This malfunction involved all four patients with no consequences. Of the four patients, three patients' ages were reported to be between 39-58 years and two patients¿ weight were reported to be between 73-75 kgs, three patients were reported as female, and one patient was reported as male. All other details of the patients were not provided.